Event description:
Customer has complained about tap kerrison punches. During an operation, the push-button on an instrument sprang off and fell into the pt. The spring and the push-button cap fell into the pt. These were able to be removed without any problems. The hospital has simply complained about the instruments and has not instigated any further steps. As a result of the push-button releasing, a risk of endangering the pt resulted. As a result, the complaint is classified as a notifiable event and the risk assessed as high. A field safety corrective action is being prepared and submitted to the affected markets and authorities. Info to all customers who order these articles. The customers are requested to check all instruments received with push-buttons. In addition, the affected customers will received exact instructions on how to carry out this check. This must be carried out within 3 months. A confirmation of the planned check will be sent to the customer, who should confirm within 5 days.

Manufacturer narrative:
(B)(4).